Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, review of device memory found no information indicating the device had been reprogrammed on or after the date the patient reported exposure to an airport security wand. The device did declare elective replacement indicator (eri) status three days before that date, which would have caused the device to emit beeping tones until they were programmed off clinically. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from the patient that he had to have his device reprogrammed at a hospital after extended exposure to an airport security wand. There were no adverse patient effects. No other details were provided.

Event description:
The device subsequently was explanted for normal battery depletion, with no report of adverse patient effects.